Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument broke upon impaction. Another set of instruments had to be used to complete surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by product return and evaluated. Upon visual inspection the strike plate had fractured from the inserter shaft. The shaft shows signs of impaction along with scuffing and dents on the recessed area. The strike plate also shows impact marks. The device has an estimated field age of 4 years; it's unknown how many times it had been used. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.